Manufacturer narrative:
The field service engineer (fse) reported the cause of the event was observed to be air entering the substrate lines due to loose white substrate line fittings on top of the substrate bottle. The fse tightened the loose fittings and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4). One level of beta human chorionic gonadotrophin (bhcg) quality control (qc) was low, outside of the laboratory's ranges on the date of the event. The customer reported observing sample counts outside of limits error messages in the days leading up to the event.

Event description:
The customer reported non-reproducible low beta human chorionic gonadotrophin (bhcg) result, for one ER patient, involving the access 2 immunoassay system utilized in conjunction with the access total sshcg assay and calibrator. The erroneous result was released out of the laboratory and questioned by the physician. The patient was redrawn and the sample was reanalyzed along with the initial sample. Both samples generated significantly higher bhcg results. There was no report of patient consequence or change in patient treatment associated with this event. The patient¿s sample was lithium heparin plasma centrifuged at 4,200 rpm (rotations per minute) for five minutes, at room temperature. System check, for all parameters, was within specification at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.